Event description:
"Transported ventilator patient to CT-scan ventilator alarming low o2 pressure intubated pt being transported to CT-scan on transport vent with portable tank transport was alarming low pressure tank pressure was reading 1533psi and no oxygen was flowing from tank. Patient manually ventilated using another tank. Tank removed from service o2 company to be notified."